Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the ventricular lead exhibited an impedance anomaly. Chest x-ray revealed no anomalies. No intervention was reported. The patient was in good condition and would continue to be monitored.